Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1600 instrument. Siemens is investigating the issue.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1600 instrument. The initial result was reported to a physician(s). The same sample was repeated twice on the same atellica im 1600 instrument giving lower and matching results. The repeat results were reported to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the thcg result.

Manufacturer narrative:
The initial MDR was filed (B)(6) 2020. Additional information ((B)(6) 2020): siemens headquarters support center (hsc) requested but did not receive instrument trace files for evaluation. The issue was isolated to a single patient sample. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. The potential causes of the falsely elevated total human chorionic gonadotropin (thcg) are preanalytical variables, including incomplete clotting and the formation of fibrin. The instrument is performing within specifications. No further evaluation of this device is needed. Section h10 health effect - impact code, type of investigation, investigation findings and investigation conclusion codes were updated.